Event description:
It was reported that patient presented for pacemaker implant procedure. During procedure, it was found that patient's pacemaker exhibited noise oversensing and loss of capture. Inappropriate mode switch was also noted due to noise oversensing. The pacemaker was not installed and the procedure was completed using an alternate pacemaker on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of capture, sensing, and pacing anomalies were not confirmed. As received, the pacemaker was returned with battery voltage near beginning of life level. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual, electrical, mechanical and longevity analysis was normal and no anomalies were found.